Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device was double beeping. Per reporter, the event occurred, during testing and physical damage was reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with primary reported problem of double beeping. This device has not been in for service in the review period. Visual and functional testing was performed. The reported problem was duplicated. During power up, the device has a double beep. The cause is the downstream occlusion (dso) sensor. The dso sensor was replaced, and the device passed all functional testing.